Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise in the atrial channel was observed, and replacing the lead at the upcoming generator replacement procedure was suggested. It was suspected that the noise signal was from an external source. Later on, that day it was noted that the noise was possible related to the patient¿s insulin pump. Programming changes were made. There were no concerns, or consequences related to the patient¿s condition.